Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. The patient's spouse reported that the patient did not receive any alert since the sensor failed while the patient was in the dental clinic. It was not specified nor clarified if the missed alert was in reference to not receiving an alert for sensor failure, or not receiving a hypoglycemia alert because the patient was not in an active sensor session because of sensor failure. The episode occurred 8 days after the sensor had been inserted in the arm. On (B)(6) 2024, the sensor failed, so the patient did not receive any alerts on his tandem pump or g6 app that he was hypoglycemic. The patient reportedly has hypoglycemia unawareness and passed out. Paramedics were called and the patient was hypoglycemic. The spouse said she checked on the app and pump both display devices showed "sensor failed, replace sensor." The spouse did not know how the hypoglycemia was reversed. A few hours later in the emergency department, the blood glucose was 120 mg/dl. The patient was given food and recovered after treatment. Data was provided for investigation. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.